Event description:
A report was received tha the patient was experiencing pain at the implant site. It was also reported tha the patients ipg was protruding and painful. It was noted that the site may be infected as the area was swollen, red, tender to the touch and leaking.